Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, fse (field service engineer) replaced application interface as a preventive measure and performed system verification. System is operating within specifications as per sir (service installation record). Visual inspection of the received application interface shows no obvious damage. Functional inspection of the application interface on the system was performed without any issue. Test treatments were performed, and no abnormalities were found, so the reported issue could not be confirmed. No technical root cause was identified as the received application interface shows no malfunction. The reported issue cannot be reproduced, and no malfunction could be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, fse (field service engineer) replaced application interface as a preventive measure and performed system verification. System is operating within specifications as per sir ( service installation record). The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported two flaps completion was stopped 98 percent of the way through treatment with the foot pedal still depressed. No error messages were displayed. Foot switch was not able to move until a button was pushed to leave the page. Printed pages showed treatments was aborted at 98 percent. Flaps were able to be lifted with a little work. No further issues were reported. Additional information has been requested.